Manufacturer narrative:
A visual evaluation of the returned stent revealed a kink at the sideport holes on proximal end of the stent. The proximal pigtail was whitish in color due to material stress. The proximal end of the stent was stretched and slightly torn. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pig tail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in a female patient (patient age and weight are unknown). The 7fr advanix biliary double pig tail stent was loaded onto a 7fr naviflex rx biliary delivery system and advanced to the target site. The guide catheter was retracted and the stent seemed to buckle. The stent was unable to be deployed. The procedure was successfully completed with another advanix biliary double pig tail stent and naviflex rx biliary delivery system with no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; the proximal end of the stent was slightly torn.